Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that quality control (qc) was acceptable on the day of the event. Siemens reviewed the instrument information and noted the repetitions were performed with a new flex and on new wells. Siemens is investigating the event.

Event description:
The customer observed discordant falsely depressed high sensitivity troponin I (tnih) results for four patients on a dimension vista 500 instrument. The results were reported and questioned by the physician(s). The customer used the same samples and instrument to perform repeat testing, and the results were higher and considered correct. The customer stated that repeat results matched the clinical picture of patients and issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the falsely depressed tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00233 on 02-sep-2022. Additional information (05-dec-2022): siemens reviewed the information provided, and no non-conformance was identified with the tnih reagent flex or the dimension vista 500 instrument. Patient samples were processed from the high sensitivity troponin I (tnih) reagent flex cartridge with reagent lot 22091bc and results were flagged with e142: measurement error or e143: abnormal assay. The pattern of the flagged results indicated bubbles and insufficient reagent in some of the wells of the reagent cartridge. The customer repeated all samples processed with the suspected reagent cartridge, and the four patient samples that were originally reported as falsely depressed were the only ones found to be discrepant upon repeat. The system logs were reviewed, and there was no instrument or software issue. Siemens manufacturing verified that the flex cartridge had the appropriate amount of reagent in each well at the time of production and packaging. The instrument data also showed flex sequence number above and below the sequence of 4862 that show the issue was limited to this specific flex. The potential cause of falsely depressed high sensitivity troponin I (tnih) results for four patients is isolated to the customer's specific flex cartridge, and it is unknown if the particular reagent flex cartridge leaked during shipping or storage and before loading the flex cartridge onboard the instrument. Siemens confirmed that there are no other similar occurrences or issues with the flex cartridge or reagent lot 22091bc. The dimension vista 500 instrument is performing as expected. No systemic issue was identified, and no further evaluation was required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.